Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted at this time. Rv pace impedance at this time. Rv pace impedance approximately 300ohms but has intermittent jumps to approximately 700ohms. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).